Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that there was poor coupling. The patient reported that none of the coupling boxes were filled in while he was charging prior to the call. The patient reported getting poor coupling on and off since he ¿got it.¿ the patient asked if there was a ¿specific trick¿ to getting a good connection while charging. The patient reported that he had been charging for 5 hours and the ins battery level wasn¿t fully charged, its was ¿50%¿, the ¾ section of the battery was flashing on the recharging. The patient mention dissatisfaction with having to charge for long periods of time. The patient reported that he had the adhesive discs. The patient reported that he was scheduled to have the ins removed and replaced with another manufacturer¿s device on (B)(6) 2018. No further complications were reported.